Event description:
It was reported that the insulin pump alarmed an error. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and missing the end cap sticker.